Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was planned to be implanted with an impella cp device for mechanical circulatory support. During the implant impella defective message appeared on screen- staff removed impella from sterile field, pump was never in patient. New pump opened and plugged into aic without issue. No patient harm reported due to the issue.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Failure to detect purge cassette, pump or catheter, the cause of the impella defective alarm was unable to be determined since product/data were not returned for review. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
A141203 removed from h6. A1301 added to h6. The investigation is still ongoing.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.